Event description:
Per provider, the tech stated, the pilot valve failed resistance test. Per the unrepentant repair center statement, the unit is alarming or red light. Additional malfunctions were the 8" tie wrap leaks.